Event description:
Libre 3 plus sensor registered false lows in the 50s and 60s in the middle of the night on (B)(6) 2025. That sensor was on day 12. I replaced the sensor with a new sensor, and it did the same exact thing the next night. I was not laying on the sensor, but both corrected their reading after a few minutes of me sitting upright. Both sensors went off with a false low multiple times in the span of a few hours. Reference report# mw5180255.